Manufacturer narrative:
Manufacturer ref. No. : (B)(4). Baxter received and evaluated the device. The device was found out of specification in the relation to the reported symptom which was reproduced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.